Event description:
The complainant reported that during a selective coronary angiogram, the physician introduced the catheter and noticed on the x-ray monitor that the shape of the catheter seemed "odd". The physician removed the catheter and at that time found a fracture in the catheter. No harm or injury to the patient was reported.

Manufacturer narrative:
Evaluation: the suspect device was returned for evaluation. The complaint was confirmed during a visual examination; the body tubing was partially separated from the tip. Thirty units from the same sub-lot number were examined under magnification for the same failure with no abnormalities observed. These units were also mechanically tested with all units passing each testing criterion. The device history record was reviewed with no related exceptions noted. In addition, a review of the complaint history found no additional complaints from the suspect device's lot number. A possible root cause of the defect could be attributed to a unique bonding error during the manufacturing process which affected one unit. A review of this investigation (eg, device evaluation, manufacturing records, complaint history) indicate this failure is an isolated incident. Results: catheter.